Manufacturer narrative:
The review of provided data highlighted the display of a black bar on the egm strips at the end of the atrial threshold test: the black bar on the egm strip appears when the egm freezes (when the test is stopped). The egm strips are replaced by a black bar. The data displayed on the marker chain are correct and the test needs to be re-started to see the egm corresponding to the markers. The pacemaker under in-clinic follow-up was the device eno dr : 307cr0cb. The root cause is not known. This issue is corrected in the alizea/borea/celea programmer modules. It hasn¿t been corrected for the reply/kora/eno programmer modules. No general malfunction is suspected on the programmer. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a follow up, while performing a atrial threshold the egm strip appeared with strange artifacts and black area as shown in the image. It was necessary to stop the exam and restart the test. It is not possible to see if this is only a display error or a functioning error of the pm.